Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was placed about 5 years prior to the report. The ins worked for some of the time they had it but all of a sudden it was doing ¿strange things¿ and the patient thought the leads got ¿too embedded in the tissue¿. The device worked considerably well for some time but the patient thought the leads embedded themselves and did not put out stimulation. The patient was hardly getting stimulation. For the last several months of implant the stimulation was erratic. The system stopped working effectively. The device was taken out 2 years prior to the report, about 3 months before the patient had a pain pump put in. According to manufacturer records the pain pump was implanted on (B)(6) 2013. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).